Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient feels a zap type shock where their ins is placed and this has happened three times within two weeks. Patient says this is momentarily painful enough that it makes them jump. The patient has questions and concerns so they were given the call center's phone number and hours of operation because they are an implanted patient. They were also advised to connect with their healthcare provider (hcp) for after hour care for immediate assistance. The event was stamped as "sales attention needed" and not resolved at the time of the report. No further patient complications have been reported as a result of this event.